Manufacturer narrative:
A ge service representative performed an onsite investigation. The completely discharged cpu battery was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had no input signal and the menu was not able to be changed. No patient injury was reported.